Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding an event which occurred during an unknown spinal procedure in a patient. It was reported that the drivers broke. The keys are from the longitude lumbar system, but they were not used in a procedure but were checked for wear internally. Worn keys - not holding the blocker, the blocker is falling off the key and because it is a percutaneous system the key needs to fix this blocker. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.